Event description:
According to the reporter: the instrument cut and clamped during the procedure; however, the oral anastomosis ring was very thin and a defect was visible at the front of the anastomosis. The anastomosis had to be over stitched and a protective ileostomy had to be applied. There was pt injury reported.

Manufacturer narrative:
(B) (4).